Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called because she still has to pee a lot even after increasing to 3.1 v. Patient felt stim a lot. Patient can't get a hold of healthcare provider (hcp) and wanted help. The patient was able to sync and noted stimulation was on and patient has the ability to adjust stimulation. The patient felt stimulation in the correct location. The patient indicated that the issue was not resolved. Patient stated she still felt a throb even when stim was at 0 v, she thinks it might be uti. The patient was redirected to healthcare provider for the reported symptoms. Patient will monitor symptoms now that change was made and will follow up with hcp if issue doesn't resolve. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.